Event description:
It was reported that the patient presented to the clinic with sepsis, vegetation at the right ventricular lead and discharge at the implanted device pocket site. The physician explanted the entire system ¿ implantable cardioverter-defibrillator (ICD), right ventricular lead, left ventricular lead, and atrial lead due to infection. The patient was in stable condition.

Manufacturer narrative:
The lead was returned due to infection. A device history record (DHR) review was performed, and review of the sterilization records confirmed normal sterilization cycles for the products. The product met specifications prior to leaving abbott manufacturing facilities. The product was returned, and visual inspection was normal. The cause of infection could not be traced to the device.